Manufacturer narrative:
Though requested, no additional information has been provided by the reporter. The product has not been returned for investigation. The investigation is ongoing.

Event description:
It was reported that an intraocular lens (iol) was explanted due to len vaulting. The formed a u-shape causing progressive hyperopia. Though requested, no additional information is provided.

Manufacturer narrative:
Intraocular lens (iol) was returned in a small plastic vial. The original packaging was not returned. As such the product lot and serial number cannot be confirmed; however, the lens has the appearance of the reported lens. Visual inspection found the lens was in four pieces. The optic had been cut or torn in half. Both plates had been torn off and were lying loose in the vial. The haptic arms were not damaged. Functional testing cannot be be performed due to the damage. The cause of the damage cannot be determined. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other complaints on this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.